Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the product was performed. Product analysis was not able to reproduce the threshold testing or touch screen allegations after extensive testing. The programmer passed all functional incoming tests. The device manufacture date for this product is october 14, 1998. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while interrogating this patient's device, this programmer was not on wireless telemetry and was on wanded only. The caller reported that during a threshold test, loss of capture was noted and the end test button was pushed; however, the test did not end. The patient passed out and fell down. The end text button was pressed a second time and the test did end. The patient was alert then and responded to the health care professional performing the test. The clinic stated they have had trouble with the touch screen on the programmer with getting it to respond to commands. It will be returned for repair. No other adverse patient effects were reported.